Event description:
It was reported the lead was fractured. It was also reported the impedance had risen recently to 1400 ohms and then decreased to 500 ohms. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.